Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: root cause: undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Procedure: hip revision performed on (B)(6) 2014. Hip was revised due to patient dislocating. Original operation was performed on (B)(6) 2002. No revision notes available. Patient requested implants back so these will not be available for investigation. Patient (B)(4), male, dob (B)(6) 1933, bmi (B)(6). Further to this, the product specialist added that the surgeon thought the dislocation may have been due to wear of the poly. The details of the liner shows that it was an all poly cemented cup. So it was a cup and liner in one effectively. The details of the revision surgeon and hospital were reported incorrectly during logging. Other than those already provided, the product specialist has no further information. Please note this will be our final update for this case.